Event description:
Prior to procedure, it was reported that the device was found to be in back up mode (bvvi). The device was never used and no patient was involved.

Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. The programmer printouts were obtained, and a device image was also obtained. Review of the programmer printouts and device image confirmed that the device was in backup mode and the reason for the reset was due to a watchdog error. Device functional testing was performed, and the impedance, sensing, pacing output, high voltage (hv) output, and patient notifier were all tested, and no anomalies were noted. The reset was unable to be reproduced in the lab and the root cause of the reset remains undetermined. The reported event of backup mode was confirmed.